Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for evaluation. Once received and evaluated, a follow-up report will be completed.

Event description:
It was reported that the handpiece will not shut off. There was no report of patient or user injury associated with the alleged event.